Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device <nhl> additional information provided in block h6.

Event description:
It was reported that the deep brain stimulation (dbs) implantable pulse generator (ipg) would not become active prior to implantation despite charging attempts and troubleshooting with another charger. The physician decided to move forward with implantation of this ipg as he believed the charging issue would be resolved after surgery once the patient recharged the device however, the issue did not resolve once implanted in the patient. Therefore, the patient underwent a revision procedure during which the ipg was replaced. The newly implanted ipg is functioning properly and the patient is responding well to therapy postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) implantable pulse generator (ipg) would not become active prior to implantation despite charging attempts and troubleshooting with another charger. The physician decided to move forward with implantation of this ipg as he believed the charging issue would be resolved after surgery once the patient recharged the device however, the issue did not resolve once implanted in the patient. Therefore, the patient underwent a revision procedure during which the ipg was replaced. The newly implanted ipg is functioning properly and the patient is responding well to therapy postoperatively.

Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device <nhl>.